Event description:
It was reported that a user of the ilet bionic pancreas experienced prolonged high glucose after consuming a shake without announcing it and then eating breakfast while still elevated, with a highest cgm reading of 271 mg/dl and an infusion set on the abdomen; the agent assessed that insulin delivery appeared active and discussed either waiting for a decline or performing a site change, and the user chose to wait. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.